Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted int he device record. A review of the complaint tracking system listed no other complaints for th reported symptoms or this device. A review was performed by the post market clinical department. Per the pharmacovigilance physician, there is not report of device malfunction which could have lead to incomplete dialysis treatments, fluid overload, and hypertension. This patient has a history of non-compliance with treatments, likely leading to the complication related to inadequate dialysis.

Event description:
(B)(6) 2012: a peritoneal dialysis patient called fresenius technical support stating he was in the 2nd drain. The patient asked if the cycler or solution is making him go blind, because his vision is cutting in and out. (B)(6) 2012: patient was hospitalized. Per hospital discharge summary, diagnosis was pulmonary edema, severe hypertension with hypertensive cardiovascular disease, end stage renal disease with severe noncompliance, and chronic mental illness. Patient was noncompliant with taking blood pressure medication and had not re-ordered medications several months. November (B)(4) 2012: per pd nurse, patient was admitted for pulmonary edema due to noncompliance and diabetic issues. There were no cycler or other product issues.